Event description:
The customer contacted verathon inc. Regarding a glidescope cobalt video baton 1-2 that has a wavy image and appearing not clear on the screen. There was no injury to patient reported with this incident.

Manufacturer narrative:
The device was not returned to the manufacturer for further evaluation. The reported incident could not be confirmed.